Event description:
Litigation alleges the patient suffers from pain, discomfort, abnormal swelling, rash, popping and snapping noises, difficulty ambulating, and muscle mass loss. Update 2/24/2015- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, inflammation, and malpositioned cup. The cup came out very easily with no problem. The surgeon stated he didn't believe this was how the cup was originally placed, but there was no mention of migration.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).